Manufacturer narrative:
The investigation is being closed because the customer issue was resolved by replacing the transducer. The transducer has not been returned to the factory for further evaluation.

Manufacturer narrative:
S8-3t image quality degradation during clinical use at a critical time was previously evaluated per hhe # us 2011-1 and was determined to be unacceptable. An emdr report will be submitted for this image quality issue.

Event description:
Customer reported s8-3t transducer does not produce image during clinical use.

Manufacturer narrative:
A recent software update to the trackwise has resulted in the addresses for the manufacturer's contact person to be sourced from a new data location. The address issue has been corrected. (B)(6).